Event description:
It was reported to philips that ECG rhythm was not displayed and device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that there was ECG (electrocardiogram) trouble, the ECG rhythm was not displayed. The device was in clinical use at the time the issue was discovered. The following functional tests were performed: - checked error log files, - checked ECG lead cable, - checked ECG band width, - monitoring. Results of functional testing indicate that there was an ECG lead cable issue and ECG trouble experienced by the customer. When the engineer visited, the equipment was normal. The hospital's biomedical engineer replaced the ECG lead cable, this problem was an ECG lead cable problem. To further remedy the issue, the engineer replaced the measurement module ECG+spo2 and adjusted the ECG band width for the customer. The part associated with this complaint is not classified as critical, and therefore is not on zrfa list to return for failure investigation. Because failure investigation is not required, the part is designated as zsid and may be scrapped per the part scrap process. Based on the information available and the testing conducted, the cause of the reported problem was due to the ECG lead cable, measurement module ECG+spo2, and the ECG band width needing adjusted. The reported problem was not confirmed, as when the engineer visited the equipment was working normal. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.